Manufacturer narrative:
Analysis of catheter serial # (B)(4) revealed acceptable testing. This catheter was returned in segments. Analysis of catheter serial # (B)(4) revealed a deformity in shape and/or an abrasion of the catheter body, which did not affect infusion. During analysis, the abrasion area did not occlude when the catheter was bent to a narrow radius.

Manufacturer narrative:
Concomitant products: product ID 8596, serial # (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2014, product type catheter; product ID 8598, serial # (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2014, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the patient experienced increased spasticity and underdose symptoms, specified as increased irritability. Diagnostic studies, including x-rays and catheter dye studies, were done. On (B)(6) 2014, a catheter dye study indicated a radiographically intact pump system. On (B)(6) 2014, a catheter dye study was done with the patient standing. At this time, the lumbar connection was at an angle that was very suggestive of a kink. When the patient was supine, there was good dispersal of dye along the intrathecal space, with no extravasation at any of the connector sites. There was likely kinking and contrast passing freely into the thecal sac once the patient was supine. The healthcare provider¿s (hcp) judgment was that the catheter was positional and got kinked at the posterior lumbar connection site when the standing up. A catheter replacement was done. When the catheter was exposed intra-operatively, there was no evident cause of the purported positional kinking. After the catheter was replaced, the infusion rate was started at 200mcg/ml and the patient was admitted to the hospital for observation. The event was indicated to have occurred on (B)(6). The patient status at the time of this report was indicated to be ¿alive-no injury¿. The device system was used to deliver gablofen.

Event description:
Correction: "the event was indicated to have occurred on (B)(6) 2014." It was later reported that the previously reported x-ray was performed on (B)(6) 2014. On 2014-07-30, the patient had a follow-up appointment. At this time, the patient had no additional signs or symptoms of baclofen withdrawal since the surgery on (B)(6) 2014. The pump dosage had been increased to the pre-surgical infusion rate and the patient was doing well. The cause of the previously reported event was never determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.